Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/24/2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the device was not fired on the grisons sheath but the right hepatic vein. The surgeon¿s comment is as follows: there was a possibility that the device clamped a clip when closing the jaws. The surgeon understood that there was a clip near the target tissue, and he paid attention it. But, the right hepatic vein slipped during firing, and the surgeon felt something unusual. Then, the surgeon confirmed the target tissue, and the bleeding was observed. Additional information requested and received: what was the approximate width of compressed vessel? No information. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No information. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No information. Does the surgeon routinely wait 15 seconds prior to firing? No information. Were any issues in regard to staple form noted? The staple form was not confirmed. When (during firing or closing) and where (handle or distal end) was the unusual noise noticed? No. What is meant by left hepatic vein slipped? Dr. Commented the right hepatic vein was seemed to move when firing. Are photos or video available? No. What is the current patient status? The patient is stable.

Event description:
It was reported that during a laparoscopic hepatectomy, an unexpected sound was heard at the firing on the right hepatic vein, and bleeding occurred. The procedure was converted to open procedure, and the ligation was performed where the bleeding occurred to stop the bleeding. The amount of the bleeding is unknown. No blood transfusion was required. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Batch number: r5886x. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.